Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 1000 mg/dl. The customer also reported feeling ill and vomiting. The customer stated that while vomiting the infusion set came out and she did not realize it. The customer stated that troubleshooting was performed by the nurse because the customer stated she has vision problems. No troubleshooting results were reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.